Manufacturer narrative:
This lead has not been returned, and was discarded at the facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high capture thresholds is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricle lead was an attempted implant due to high thresholds, and difficulty to position, during the implant procedure. A different lead was implanted successfully. The lead was discarded at the facility, and is not expected to be returned for analysis. No adverse patient effects were reported.